Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial and venous air alarms occurred during a routine hemodialysis treatment. The operator left the saline line open causing air to be introduced into the cartridge. Air recovery steps were performed, and the operator discontinued treatment and started rinseback of the pt's blood. Air was noted in the venous line and rinseback was discontinued, resulting in an estimated blood loss of 150cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to user error. The air alarms occurred because the operator inadvertently left the saline line open, which drained the saline bag and introduced air into the cartridge lines. The user's guide contains adequate instructions for cartridge set-up and clamping the saline line prior to initiating treatment. The cycler alarmed appropriately. A direct correlations between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and will provide additional training. Nxstage medical considers this report closed. No additional information will be provided.